Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high shock impedance measurements that at this time, remain within normal limits. The shock impedance increased from 75 ohms at implant to 114 ohms one month later, and all other parameters were found to be normal. The health care professional (hcp) will continue to monitor the patient and asked technical services (ts) if a lead revision is needed. At this time, no further information is available. No adverse patient effects were reported. The rv lead remains in service. Additional information was received indicating that the shock impedance has now reached high out of range values, measuring 150 ohms. Technical services (ts) reviewed data from the device and indicated that it appears that the patient may be decompensating or there are changes in liquid at the chest cavity region. Ts explained that the change in shock impedance could be related to a maturing of the lead coil in the tissue, the implantable device free movement inside the pocket, patient condition or the lead integrity, but the exact cause has not been conclusively determined. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. The cause of the reported high out of range shock impedance is unknown at this time. The physician had said that they would keep monitoring the patient. No adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. This patient experienced a supraventricular tachycardia (svt) episode for which the device delivered one burst of anti-tachycardia pacing (atp) that successfully converted the rhythm. Ts reviewed data from the device and found several atrial tachy response stored events, with potential farfield r-wave oversensing on the atrial channel. Detailed reprogramming options were provided in order to avoid therapy for svt episodes and farfield oversensing. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high shock impedance measurements that at this time, remain within normal limits. The shock impedance increased from 75 ohms at implant to 114 ohms one month later, and all other parameters were found to be normal. The health care professional (hcp) will continue to monitor the patient and asked technical services (ts) if a lead revision is needed. At this time, no further information is available. No adverse patient effects were reported. The rv lead remains in service. Additional information was received indicating that the shock impedance has now reached high out of range values, measuring 150 ohms. Technical services (ts) reviewed data from the device and indicated that it appears that the patient may be decompensating or there are changes in liquid at the chest cavity region. Ts explained that the change in shock impedance could be related to a maturing of the lead coil in the tissue, the implantable device free movement inside the pocket, patient condition or the lead integrity, but the exact cause has not been conclusively determined. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. The cause of the reported high out of range shock impedance is unknown at this time. The physician had said that they would keep monitoring the patient. No adverse patient effects were reported. Evidence suggests that this lead remains in service.

Manufacturer narrative:
Follow up report 5 (correction): patient codes were updated.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high shock impedance measurements that at this time, remain within normal limits. The shock impedance increased from 75 ohms at implant to 114 ohms one month later, and all other parameters were found to be normal. The health care professional (hcp) will continue to monitor the patient and asked technical services (ts) if a lead revision is needed. At this time, no further information is available. No adverse patient effects were reported. The rv lead remains in service. Additional information was received indicating that the shock impedance has now reached high out of range values, measuring 150 ohms. Technical services (ts) reviewed data from the device and indicated that it appears that the patient may be decompensating or there are changes in liquid at the chest cavity region. Ts explained that the change in shock impedance could be related to a maturing of the lead coil in the tissue, the implantable device free movement inside the pocket, patient condition or the lead integrity, but the exact cause has not been conclusively determined. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. The cause of the reported high out of range shock impedance is unknown at this time. The physician had said that they would keep monitoring the patient. No adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. This patient experienced a supraventricular tachycardia (svt) episode for which the device delivered one burst of anti-tachycardia pacing (atp) that successfully converted the rhythm. Ts reviewed data from the device and found several atrial tachy response stored events, with potential farfield r-wave oversensing on the atrial channel. Detailed reprogramming options were provided in order to avoid therapy for svt episodes and farfield oversensing. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the shock impedance has continued to increase, reporting values of around 181 ohms. The health care professional (hcp) asked ts if they should perform commanded shock testing. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that defibrillation threshold (dft) and commanded shock testing was performed. The reported impedance value with a 1.1 joule shock was 121 ohms and for a 41 joules shock was greater than 125 ohms. The physician has decided to wait and further monitor the patient as there are some big fluctuations in the shock impedance trend. The physician does not think there is a problem with the system, as they he believes it might be patient related with in general less good conduction. However, ts advised to consider further investigation, not excluding the possibility of invasive actions and considering possible right ventricular (rv) lead replacement. At this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that system revision was performed, and it was found that the implantable device had migrated from the original implant location towards the breast tissue. Because of this, the device was surrounded by more fat tissue compared to the normal pocket location. The physician repositioned the device and the shock impedance decreased from 140 to 90 ohms and remained stable between multiple tests. To confirm the suboptimal observations were pocket related, the physician placed the device again in the lower location (with breast tissue) and the impedance immediately went up again to 140 ohms. Additionally, commanded shock testing was performed with 1.1 and 21 joules, which resulted in shock impedance of around 75 ohms. It was a clinical decision to not replace this lead and to monitor the patient again with the new position of the device. No additional adverse patient effects were reported. The device and lead remain in service.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high shock impedance measurements that at this time, remain within normal limits. The shock impedance increased from 75 ohms at implant to 114 ohms one month later, and all other parameters were found to be normal. The health care professional (hcp) will continue to monitor the patient and asked technical services (ts) if a lead revision is needed. At this time, no further information is available. No adverse patient effects were reported. The rv lead remains in service. Additional information was received indicating that the shock impedance has now reached high out of range values, measuring 150 ohms. Technical services (ts) reviewed data from the device and indicated that it appears that the patient may be decompensating or there are changes in liquid at the chest cavity region. Ts explained that the change in shock impedance could be related to a maturing of the lead coil in the tissue, the implantable device free movement inside the pocket, patient condition or the lead integrity, but the exact cause has not been conclusively determined. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. The cause of the reported high out of range shock impedance is unknown at this time. The physician had said that they would keep monitoring the patient. No adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. This patient experienced a supraventricular tachycardia (svt) episode for which the device delivered one burst of anti-tachycardia pacing (atp) that successfully converted the rhythm. Ts reviewed data from the device and found several atrial tachy response stored events, with potential farfield r-wave oversensing on the atrial channel. Detailed reprogramming options were provided in order to avoid therapy for svt episodes and farfield oversensing. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the shock impedance has continued to increase, reporting values of around 181 ohms. The health care professional (hcp) asked ts if they should perform commanded shock testing. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high shock impedance measurements that at this time, remain within normal limits. The shock impedance increased from 75 ohms at implant to 114 ohms one month later, and all other parameters were found to be normal. The health care professional (hcp) will continue to monitor the patient and asked technical services (ts) if a lead revision is needed. At this time, no further information is available. No adverse patient effects were reported. The rv lead remains in service. Additional information was received indicating that the shock impedance has now reached high out of range values, measuring 150 ohms. Technical services (ts) reviewed data from the device and indicated that it appears that the patient may be decompensating or there are changes in liquid at the chest cavity region. Ts explained that the change in shock impedance could be related to a maturing of the lead coil in the tissue, the implantable device free movement inside the pocket, patient condition or the lead integrity, but the exact cause has not been conclusively determined. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. The cause of the reported high out of range shock impedance is unknown at this time. The physician had said that they would keep monitoring the patient. No adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. This patient experienced a supraventricular tachycardia (svt) episode for which the device delivered one burst of anti-tachycardia pacing (atp) that successfully converted the rhythm. Ts reviewed data from the device and found several atrial tachy response stored events, with potential farfield r-wave oversensing on the atrial channel. Detailed reprogramming options were provided in order to avoid therapy for svt episodes and farfield oversensing. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the shock impedance has continued to increase, reporting values of around 181 ohms. The health care professional (hcp) asked ts if they should perform commanded shock testing. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that defibrillation threshold (dft) and commanded shock testing was performed. The reported impedance value with a 1.1 joule shock was 121 ohms and for a 41 joules shock was greater than 125 ohms. The physician has decided to wait and further monitor the patient as there are some big fluctuations in the shock impedance trend. The physician does not think there is a problem with the system, as they he believes it might be patient related with in general less good conduction. However, ts advised to consider further investigation, not excluding the possibility of invasive actions and considering possible right ventricular (rv) lead replacement. At this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high shock impedance measurements that at this time, remain within normal limits. The shock impedance increased from 75 ohms at implant to 114 ohms one month later, and all other parameters were found to be normal. The health care professional (hcp) will continue to monitor the patient and asked technical services (ts) if a lead revision is needed. At this time, no further information is available. No adverse patient effects were reported. The rv lead remains in service. Additional information was received indicating that the shock impedance has now reached high out of range values, measuring 150 ohms. Technical services (ts) reviewed data from the device and indicated that it appears that the patient may be decompensating or there are changes in liquid at the chest cavity region. Ts explained that the change in shock impedance could be related to a maturing of the lead coil in the tissue, the implantable device free movement inside the pocket, patient condition or the lead integrity, but the exact cause has not been conclusively determined. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. The cause of the reported high out of range shock impedance is unknown at this time. The physician had said that they would keep monitoring the patient. No adverse patient effects were reported. Evidence suggests that this lead remains in service. Additional information was received. This patient experienced a supraventricular tachycardia (svt) episode for which the device delivered one burst of anti-tachycardia pacing (atp) that successfully converted the rhythm. Ts reviewed data from the device and found several atrial tachy response stored events, with potential farfield r-wave oversensing on the atrial channel. Detailed reprogramming options were provided in order to avoid therapy for svt episodes and farfield oversensing. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the shock impedance has continued to increase, reporting values of around 181 ohms. The health care professional (hcp) asked ts if they should perform commanded shock testing. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that defibrillation threshold (dft) and commanded shock testing was performed. The reported impedance value with a 1.1 joule shock was 121 ohms and for a 41 joules shock was greater than 125 ohms. The physician has decided to wait and further monitor the patient as there are some big fluctuations in the shock impedance trend. The physician does not think there is a problem with the system, as they he believes it might be patient related with in general less good conduction. However, ts advised to consider further investigation, not excluding the possibility of invasive actions and considering possible right ventricular (rv) lead replacement. At this time, there is no evidence to suggest that this intervention has been performed. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that system revision was performed, and it was found that the implantable device had migrated from the original implant location towards the breast tissue. Because of this, the device was surrounded by more fat tissue compared to the normal pocket location. The physician repositioned the device and the shock impedance decreased from 140 to 90 ohms and remained stable between multiple tests. To confirm the suboptimal observations were pocket related, the physician placed the device again in the lower location (with breast tissue) and the impedance immediately went up again to 140 ohms. Additionally, commanded shock testing was performed with 1.1 and 21 joules, which resulted in shock impedance of around 75 ohms. It was a clinical decision to not replace this lead and to monitor the patient again with the new position of the device. No additional adverse patient effects were reported. The device and lead remain in service.